Manufacturer narrative:
A sample was provided for investigation. The ft3 value generated at customer site was confirmed. The investigation determined the event is consistent with an interfering immunoglobulin in the sample against a component of the reagent. Reagent labeling states, "in rare cases, interference due to extremely high titers of antibodies to analyte specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."

Manufacturer narrative:
The country of origin is (B)(6).

Event description:
The initial reporter received questionable elecsys ft4 iii assay, elecsys tsh assay, and elecsys ft3 iii results from the cobas e 801 module. This MDR will cover the elecsys ft3 iii reagent. Refer to the MDR with patient identifier = (B)(6) for the elecsys ft4 iii assay reagent and the MDR with patient identifier = (B)(6) for the elecsys tsh assay reagent. (B)(6). It was noted that additional tsh dilution test results were: x2 diluted: 1.810 uiu/ml, x5 diluted: 2.000 uiu/ml, x10 diluted: 2.110 uiu/ml. The questionable results were reported outside the laboratory.